Event description:
The date of the event is unk. Facility reported that the client was being transferred from a chair to a bed. The client was lifted and moved over the bed area, assisted by two caregivers. While lowering, the easytrack system was reported to have toppled forward. The client was lowered safely to the bed. No injured were reported. (B) (4).

Manufacturer narrative:
The device was inspected by an (B) (4) investigator and found to be in good working order. No faults were found. The assembly of the easytrack system showed no faults. The info described in the facility report and the info provided to the investigator was not the same, regarding the actions that lead to the "toppled forward" movement of the lift. In both reports, the caregivers state that the husband of the client started to raise the hospital bed to the sitting position and then pushed the client forward. This would have put pressure on the lift and would have pushed forward the whole track system. However, the client told the investigator that her husband was not involved in the event and that he was not operating the hospital bed. Based on the info provided, the MFR has determined that the cause of this event is either: the hospital bed, when reaching the sitting position, induced pressure on the pt and lift, causing it to be unstable; or the caregiver, when assisting in the lowering and positioning, may have thought that the positioning was not correct and therefore, tried to pull the lift forward, thus causing it to be unstable. The MFR recommends retraining of operators of the device to the operating and product care instructions.